Event description:
Post using the robotic stapler stapler an extra plastic piece was discovered in cavity by surgeon. Stapler was removed from body and examined to see if sheath was damaged upon insertion. Everything remained in tact from observation. Staff collaboration came to conclude that product was defective with extra lining piece that should not come apart.